Event description:
It has been reported to philips that the x-ray was unavailable. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated the complaint. According to the additional information collected, the planned treatment was delayed and then completed by restarting the system. The philips remote service engineer (rse) examined the system remotely and confirmed that 'occasionally the fluoroscopy is not activated'. A review of the log files shows that x-rays are not possible. The philips field service engineer (fse) inspected and found an intermittent issue with the cube. To resolve the issue, fse went onsite and replaced cube. After replacement, the system was restored to good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If unable to perform fluoroscopy on the system occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. An unable to perform fluoroscopy issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.